Manufacturer narrative:
(B)(6).

Event description:
It was reported that the jaw of the firstpass got stuck shut and wouldn't open. There was a delay shorter than 30 minutes as the problem was solved using a back up device. No patient harm was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: the device reported, used in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established. A review of manufacturing records for the reported lot number reported found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures. A visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include, but are not limited to: (1) excessive force (2) tissue thickness. No containment or corrective actions are recommended at this time. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.